Manufacturer narrative:
(B)(4).

Event description:
It was reported that a remote transmission did not contain measurements for pacing lead impedance or high voltage lead impedance. It is suspected that this was due to the patient sleeping in a different room. The device appears to be transmitting the proper measurements again. Patient was stable before, during and after the event.